Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 194 mg/dl. The current blood glucose was 206 mg/dl. Customer treated high blood glucose with insulin pump. This morning the blood glucose was 320 mg/dl and now it was 365 mg/dl. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Performed displacement test and which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.